Event description:
Initial result for a pt benzodiazepine was >2000. When repeated, the result was 65. The incorrect result was not used to guide treatment. The field service representative found the float switch and two valves were bad. He repaired the instrument by replacing the float switch and valves.